Manufacturer narrative:
(B)(4). Insulation damage was found at 31 cm from the connector pin consistent with clavicle crush damage. The outer coil was squeezed which is consistent with the observation from the field of low impedance.

Event description:
It was reported that the lead impedance was low, there was no capture and patient had twitching in left arm. The lead was replaced. Patient condition was good after the procedure.